Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report reference numbers: 3006705815-2021-00683, 1627487-2021-01377. It was reported that the patient experienced an allergic reaction since the system was implanted. An allergy test was taken and it revealed that the patient was allergic to stainless steel and silicon. As a result, the patient may undergo surgical intervention to address the issue.